Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: android / android_galaxy s20 fe 5g / 2.3 / android_12.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy.